Event description:
It was reported that during a colectomy procedure on the first firing with blue cartridge, when the device was removed from the bowel tissue there were two staples on the outer row in the middle of the staple line that were either not formed or twisted. The surgeon thought that it may have been the cartridge so the device was reloaded with a blue load and the same thing occurred. The surgeon sutured the area where the staples were malformed. Another device was also used to complete the case with no patient consequence. (B) (6).

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.